Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the patient was unable to set a temporary basal rate. It was alleged that when the pump was awakened, "alert: basal rate is empty!¿ was shown. During troubleshooting with the patient, customer technical support indicated there was insulin in both the cartridge and in pump readings. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: a review of the pump black box histories showed the basal program was cleared by the user at 7:14 pm on (B)(6)2019 followed by multiple ¿active basal program empty¿ warnings. The basal rates were not reprogrammed. During testing, the pump basal rate was programmed for 1 unit per hour. The pump did not clear the basal program during testing. A temp basal program of +100% was successfully executed during testing. When manually clearing the basal program, the pump displayed ¿alert clear program deletes all basal segments in this program¿ appropriately. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The original complaint was not duplicated during investigation. It was determined that there was an error on the part of the user. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.